Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to platelet aggregation were observed. Five retention samples were tested for the quantity of the edta additive that is present in the tube and all samples were within specification requirements. Additionally, retention samples were tested for platelet aggregation. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (platelet aggregation) because the defect was not evident in the testing of the customer lot samples. Replicates of both retain and control samples tested were acceptable in terms of both precision and accuracy. Laboratory analysis of retain and control samples indicated that edta tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint was unable to be confirmed for platelet aggregation. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported with the use of the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes experienced clotting/micro clots/fibrin clots. The following information was provided by the initial reporter: translated to english. The customer stated "platelet aggregation still occurs after routine shaking after blood draw.".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes experienced clotting/micro clots/fibrin clots. The following information was provided by the initial reporter: translated to english. The customer stated "platelet aggregation still occurs after routine shaking after blood draw."